Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided, and a root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced five different incidences, which were associated with separate units, involving one patient. This is the third of five reports. Refer to 9611594-2016-00116 for the first report. Refer to 9611594-2016-00117 or the second patient. Refer to 9611594-2016-00119 for the fourth patient. Refer to 9611594-2016-00120 for the fifth patient. It was reported that a suture broke within 7 days of being placed. There was no injury to the patient reported.